Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding patient receiving dilaudid ¿5.135.7¿ mcg/ml at ¿1.784.7¿ mcg/day via an implantable pump. The indications for use were non-malignant pain and radiculopathy. The patient reported that they have a pain in their back and hip also they had a burning in their stomach. The patient was in a hospital in (B)(6). The patient reported that they couldn¿t reach their healthcare provider and had been trying since yesterday and so had the healthcare provider at the hospital. The healthcare provider at the hospital stated he had questions about the pump status and wanted to get a company representative to come out and check the pump status. The healthcare provider stated that the patient came to hospital because the pump stopped working. The pain was pretty bad and they were treating the patient with IV dilaudid and had to be fixed. Per the healthcare provider the patient was doing ¿good¿ before this. The event date was noted as (B)(6) 2016. It was further reported that per the company representative the patient was experiencing withdrawal side effects and was in a lot of pain. The patient had checked into the ER (emergency r oom) complaining of extreme pain. The pump was interrogated and no abnormalities were shown from the log. No intervention or actions had been taken however the issue was not resolved at the time of the report. Clarification of the burning in their stomach and back/hip pain, actions and interventions taken the cause of the patient¿s burning in their stomach and back/hip and if the burning in the stomach and back/hip pain not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.